Manufacturer narrative:
The device was returned and investigated by a maquet technician. The conclusion of the investigation determined that the ac power supply was faulty and must be replaced. As per the maquet technician's suggestion, the device was repaired and returned to the ssu (who are responsible for returning the device to the customer). This follow up report will also serve as a final report for the reported issue.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR report # 8010762-2015-00467.

Event description:
It was reported that during patient treatment the cardiohelp-I device in question was connected to the ac power supply but ran on battery supply. The last maintenance including the exchange of the battery pack was on (B)(6) 2014. A medical intervention was needed by changing out the device in question by an other one due to the claimed malfunction. This had no negative consequences on the treated patient. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not investigated the cardiohelp-I device in question yet. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplement medwatch will be submitted as soon as additional information becomes available.